Event description:
A customer reported to baxter corporate product surveillance a clearlink primary set in which a nurse stated increased amount of air in line even after the set has been primed. The reporter indicated that the facility recently started to use a primary set with a check-valve. The facility primed the primary set up to the check-valve, then inverted and tapped the check valve. The primary set was then fully primed with the check valve inverted. The facility observed 1/2 inch blocks of air in the tubing upon initiation of therapy. A specific amount of occurrences could not be provided. The baxter sales representative recently performed an in-servicing and directed the staff to invert and tap the y-sites. The facility was also directed to invert and tap the check valve at the end of priming. Since the in-service, the facility has not observed any air in line issues. There were no reports of patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.